Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). An event history log review was performed and no abnormalities were noted that may have caused the condition. The device was visually inspected and functionally tested. The device failed the air sensor test as it was out of calibration. The cause was determined to be a damaged door shim, which was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During service by a baxter service technician, a flo-gard infusion pump failed the air sensor test. This was not reported by the customer. There was no patient involvement. No additional information is available.